Event description:
It was reported by a nurse of the patient user of the fmc peritoneal dialysis 9pd) liberty cycler that the patient developed complications on (B)(6) 2011, patient started on oral antibiotics, x-ray was taken. Second x-ray was taken on (B)(6) 2011 and it showed pneumonia, pleural effusion, and atelectasis. Antibiotics were changed but patient continued to worsen. Patient was then hospitalized on (B)(6) 2011 due to worsening respiratory status, prior to hospitalization, patient had increased edema to abdomen and upper extremities, shortness of breath, and irregular respirations. Patient subsequently expired on (B)(6) 2011, cause of death was reported as respiratory failure.

Manufacturer narrative:
Clinical investigation concluded that the cause of death was respiratory failure. Health professional at facility concluded that event was not caused by the cycler. Information gathered suggested no reasonable relationship between the use of the cycler and the patient's death. Interim manual exchanges were performed by the staff when cycler was unavailable. Patient's pulmonary condition worsened and became progressive approximately a month prior to his demise. He was hospitalized with respiratory failure and subsequently expired on(B)(6) 2011. Product investigation concluded that the cycler was not forwarded to failure analysis for an investigation: the cycler was sent to production to be refurbished. As per the device history record, the refurbishing process found that the cycler functioned properly and no discrepancies were found during refurbishment and testing. A device history record was extracted and device met requirements. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(4) 2011 to (B)(4) 2013.